Event description:
It was reported that during the hand assisted colectomy, the device was used during the case and the metal tip broke off and was retrieved from the patient. No device returning.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.